Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads. The first pcu (8015) - s/n (B)(4) defective keypad resulted in the device not turning on. The second pcu (8015) - s/n (B)(4) resulted in an unresponsive "9" key. The third pcu (8015) - s/n (B)(4) resulted in an unresponsive "top right button". There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause has been determined to be an electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. H3 other text : no product returned.

Event description:
It was reported that there were defective pcu (8015) keypads. The first pcu (8015) - (B)(6) defective keypad resulted in the device not turning on. The second pcu (8015) - (B)(6) resulted in an unresponsive "9" key. The third pcu (8015) - (B)(6) resulted in an unresponsive "top right button". There was no patient harm. The issues were noted prior to patient use.